Manufacturer narrative:
Product complaint (B)(4). Lot was unavailable for review therefore an assessment memo was attached for product. Attempts were made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and indication for initial surgical procedure when tvt implanted? Other relevant patient history/concomitant medications? 080041b (mentioned in the (B)(6) report) is an invalid product code. Please clarify if a product code is 830041b and lot number 1186958? Were any concomitant procedures performed? Onset date/time of the pain from initial surgery? What medical intervention was given for the pain management? Results? Onset date of mild stress incontinence and bladder symptoms from initial surgery? Please specify bladder symptoms and treatment if any? What are results of MRI scan? What is physician¿s opinion as to the etiology of or contributing factors to this event (chronic pain, mild stress incontinence and bladder symptoms)? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced ongoing symptoms of left sided pelvic pain and could not have a smear recently because of vaginal pain. Urodynamics showed mild stress incontinence although bladder symptoms which were not particularly bothersome. The patient has also started physiotherapy and has been using vaginal estrogen. An ultrasound scan of pelvis and renal tract was otherwise normal. The patient was extremely tender, and the speculum examination procedure was abandoned. The patient was referred to colposcopy clinic if they could do a cervical smear; otherwise it has to be done under general anesthesia. MRI scan of pelvis in view of chronic left sided pelvic pain has been also planned. The patient referred also for chronic pain management. Chronic pain symptoms will be discussed in case this is related to implanted mesh. Additional information has been requested.